Event description:
It was reported that the patient experienced abdominal pain. The patient was hospitalized and was provided with pain medication. The physician does not think that this was device related. The patient was released from the hospital and was doing well.